Manufacturer narrative:
H6; code 100: hole about 300 degree near where balloon attaches to extension. Abcd) based upon the inquiry info received and the visual examination, it was concluded that the balloons had become damaged, making the instruments non functional. Abcd) the instrument was received: a) with a small puncture hole at approximately 300 degrees from the stopcock position and 1" from attachment ring. B) with a balloon which had burst and all of the pieces appeared to have been returned. The point of propagation could not be determined. C) with 2 slits in the proximal portion of the balloon. D) with a balloon which had burst and all of the pieces appeared to have been returned. The tear propagated at approx. 270 degrees from the stopcock position and 1" distal from the attachment ring. Abcd) the instrument would not function as designed due to damaged balloons. No conclusion could be reached how the damage to the balloons may have occurred. Abcd) each instrument is evaluated during the assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
During an unknown procedure, it was reported by the affiliate that the balloons burst. There was no pt consequence.